Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of unexplained power on reset on the event date. No damage to the battery compartment was found. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no internal issues were found. The reported power issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. It was reported that there was no damage to the battery compartment or cap, the cap was able to tighten properly and there was no evidence of moisture or corrosion in the pump. The reporter noted that the issue was resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.